Event description:
It was reported that the user experienced episodes of low blood glucose following prior periods of high blood glucose without meal announcements while using the ilet system, consistent with automated correction followed by hypoglycemia. The user reported symptoms including sweaty palms and slight disorientation. The user self-treated the low blood glucose with oral carbohydrates in the form of gummy bears. Device low and urgent low glucose alerts were reported. No assistance was required, and no professional medical intervention or hospitalization was reported. Troubleshooting and user education were completed, including guidance to treat low glucose events and to contact support if the issue persisted for potential further evaluation. Investigation included review of the user-reported event details and device behavior. Investigation of this case revealed hypoglycemia with an unclear cause and no confirmed device malfunction. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.